Manufacturer narrative:
The returned acetabular insert was evaluated and found to be within manufacturing specifications. The acetabular insert had no obvious inconsistencies. The problem could not be reproduced with the returned acetabular insert.

Event description:
The surgeon experienced difficulty when attempting to seat the uhmwpe acetabular insert into the acetabular shell. There was no delay in the surgical procedure.